Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported low blood glucose symptoms with results of 191 mg/dl, 60 mg/dl, and 91 mg/dl obtained within 10 minutes on the aviva plus system. The customer's wife treated him with a ham, cheese, and tomato sandwich. Low blood glucose symptoms improved in 15 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.